Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). One clip was implanted successfully. To further reduce mr; a second clip was advanced to the mitral valve, clip deployment was difficult, but the clip eventually deployed, reducing mr to <1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported difficult or delayed activation could not be replicated in a testing environment as the clip was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.